Event description:
Information received by medtronic indicated that the insulin pump had crack on the clip rail area going to back side. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Retainer black, customer returned pump for an alleged cosmetic damage located at the back of the pump case found on (B)(6) 2021. Pump was received with a critical pump error (open book image) alarm due to moisture damage on the pcba 1 / force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump. Pump error alarm confirmed in the pump diagnostic trace on (B)(6) 2021 at 15:33:13 o'clock due to moisture damage on the force sensor. Force sensor zero offset within specification (24.0mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Critical pump error (open book image) alarm confirmed due to moisture damage. Pump error alarm confirmed due to moisture damage. Cosmetic damage was confirmed at the back of the pump case.